Event description:
The customer reported to olympus, the duodenovideoscope had failure 1. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the distal end had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found non-reportable malfunctions: plug unit had a scratch, due to a pinhole on a-rubber, water tightness was lost, distal end was shaved and had residual liquid, due to annual inspection the parts must be replaced, and the adhesive around objective lens had wear. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to pinhole on the bending section cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.